Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh and in-fast ultra transvaginal sling were implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced urethral obstruction, and urinary retention. It was reported that patient underwent mesh removal and cystoscopy on (B)(6) 2013 by dr. (B)(6). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy.